Manufacturer narrative:
(B)(4) follow up report for correction and additional information. Annex a code was updated to a0401 break. Additional information received from customer "follow up regularly for 6 months with blood draws for bloodborne pathogen exposure and hep b vaccine".

Event description:
Additional information received from customer "follow up regularly for 6 months with blood draws for bloodborne pathogen exposure and hep b vaccine".

Manufacturer narrative:
Additional information: (a) added patient age, sex, and race, (h) attached medwatch. Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.

Event description:
It was reported that bd needle sftygld 25x1 rb mck needle pulled out of hub. Verbatim: rcc received a complaint via email. Email(s) attached. When engaging safety needle cover after administering vaccine, needle popped off and scratched nurse in thigh.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.